Event description:
User facility reported images are out of sequence in a CT study reviewed on a radworks viewing station. No adverse pt out come was reported. Info available at the time of initial eval did not indicate this to be an MDR reportable event. Subsequent info reported to the MFR prompted re-eval of this event and filing of this MDR report.